Event description:
A (B)(6) patient underwent nanoknife ire treatment to the liver on (B)(6) 2010. An event was reported during this procedure. During the delivery of pulses, the patient experienced narrow complex tachycardia. This was visible in the ECG rhythm as the patient's heart rate jumped from 80 to 120+ and then back to 80 within a few heart beats. Doses of beta blocker resolved this tachycardia.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics in regard to this event, therefore a device complaint evaluation was not conducted. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database showed that the generator was serviced around the time of this issue. The origin of that service would not have caused the reported clinical event. The cause of the tachycardia was undetermined. Tachycardia is a known potential adverse event that is listed in the nanoknife instructions for use (IFU) document. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).